Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to ventricular fibrillation (vf) arrest. The patient received a shock from their internal cardioverter defibrillator (ICD) following vf and lost consciousness. Medication was administered and attempted to cardiovert. The patient began having ventricular tachycardia (vt) and vf and received ICD shocks and cardioversion. The patient was sedated and intubated but continued to be in vf. Within 15 minutes the patient was in asystole on the cardiac ultrasound. The arrhythmia in this event was not considered to be device or therapy related. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiac arrhythmias and patient outcome could not be conclusively established through this evaluation. (B)(6) was not returned for evaluation. According to the account, the reported events were not considered to be device-related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.